Event description:
Information was received from a patient regarding an external device. The reason for call was patient says that when they are charging implanted neurostimulator the controller screen will go blanks, and said this started 2-3 weeks ago. Pt says resetting controller only temporarily fixes issue. Pt says the rtm "is starting to get warm enough that you can tell its warm". They said issue started happening 2-3 weeks ago, and at that time they called hcp office who said to call pats. Patient says its making them in pain again because they cant charge past 30 percent which doesn't last very long. The issue was not resolved.a replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed. Analysis found"stuck on checking the recharger screen." And "no anomalies were visually observed. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B20 was inherently added in eval code method (fdm/annex b) in previous report in h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.